Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. The reported problem ("adjust belt" and "check therapy pad" messages) was confirmed. The distributor evaluation of the electrode belt confirmed that the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief. The cable wires were still intact, however, the pulse wire solder joint was touching components on the distribution node pca, resulting in a short of the driven ground signal. The reported messages were caused by the short of the driven ground signal. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving "adjust belt" and "check therapy pad" messages when using electrode belt sn (B)(4).